Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI#: (B)(4). Visual examination of the returned product identified that the battery pack had ruptured and leaked. The battery pack was the only thing returned therefore functional testing of the device could not be conducted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number : (B)(6).

Event description:
It was reported that during the surgery, the battery pack became hot during use. The surgeon checked the inside of the battery pack after the surgery and confirmed that there was battery leakage from all of the batteries. No adverse events were reported as a result of this malfunction.